Event description:
Event description cpi received information that this bipolar lead was accidently cut, the lead was functioning properly. The physician elected to replace this lead with a new bipolar lead.